Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred. Additionally, it was reported that air bubbles were observed within the cartridge tubing. A cartridge change was performed resolving both issues. There was no reported adverse impact to the customer's blood glucose level.